Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 470 mg/dl and current blood glucose was 382 mg/dl. Customer reported they were having issue with blood glucose and received insulin flow blocked alarm after changing infusion set and reservoir. Customer declined to troubleshoot for high blood glucose. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Customer stated was not in auto mode due insulin flow block. Customer stated ran displacement test on insulin pump which passed. Customer stated sugar was perfect at 101 mg/dl and went to bed last night and in the morning it was 406 mg/dl. The insulin pump will not be returned for analysis.